Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt status post construct implantation on (B)(6) 2012 returned to surgeon complaining of pain. It was discovered a locking cap and screw were loose at l4 level. Pt needed medical/surgical intervention on (B)(6) 2012. This is 3 of 4 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. The investigation is ongoing.